Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, increased pacing impedance and increased capture threshold resulting in loss of capture were noted on the left ventricular (lv) lead. A fracture of the lv lead was visually confirmed during the revision procedure. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual and x-ray examination revealed that all the filars of the inner coil were fractured at the suture sleeve tie impression zone which is consistent with over tighten suture tie. The cause of the reported events was isolated to the inner coil fracture consistent with over tighten suture tie.